Event description:
The customer stated that they have been disconnected from the pump for two weeks. The batteries were changed and the customer received an alarm a short while later. Troubleshooting was performed. The alarm history showed multiple alarms. Assisted the customer with programming the time and date. The customer informed that two weeks ago after completed the set change procedure, including the manual and fixed prime, the pump rewound and emptied the insulin into their body. The customer immediately took several glucose tablets and then called to 911. The customer was hospitalized for low bgs. The customer was disconnected from the pump. Advised the customer to remain disconnected from the device and continue on manual injections.